Event description:
Patient left message stating her scs controller was not enabling her to control her device as she desires. Rep called patient back and left a message to call me back to try to help. Spoke with patient and patient is stating she is getting not able to deliver desired intensity message with her current programs. Patient is to schedule and appointment for further evaluation of oor message. Appointment is not yet scheduled. Patient was seen for reprogramming and removal of oor. Patient was successfully programmed with good coverage. See attached impedance report. Patient reports controller battery not holding charge correctly, patient advised to speak with patient services for potential replacement. See pe (B)(6) regarding battery depletion.

Manufacturer narrative:
Continuation of d10: product ID 97715 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2024 product type implantable neurostimulator product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient is reporting in ability to turn up stimulation on their new implantable neurostimulator (ins). Patient states no codes are being presented on controller. Patient is scheduled for follow-up. Evaluation on (B)(6) 2024. Further evaluation will be performed at this appointment. Additional information was received from a manufacturer representative (rep). It was reported that the patient was seen in office. Patient was state she was not able to increase intensity. Patient remote was functioning as expected but did not have adjust all groups together enabled and this was causing her to not adjust both programs at same time. This function was enabled for the patient and corrected her issues. She has no further concerns or complaints. The impedance report showed several contacts at 400000 and some indicating to avoid.